Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that balloon of foley catheter would not inflate, or balloon would not deflate in patient. Per customer follow up received via email on 28jun2024, it was reported that the defect was that the balloon would not deflate. While the nurse knew it was not protocolled to test the ballon prior to insertion, when removing the previous foley from the patient, the balloon would not deflate, and the line had to be cut and drained that way. Therefore, they felt it was safer to test the balloon prior to insertion. Per customer follow up received via email on 09jul2024, the same issue occurred once again in the foley catheter. This time, the nurse saved the device and they have it available.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. It is unknown whether the device had met relevant specifications. It was unknown whether the product had caused the reported failure. The potential root cause for this failure mode could be thin rubberize wall that causing collapse/pinch inflation lumen under the balloon or along the shaft¿ and might be contributed by user related, example: over aspirated, incorrect syringe/collapse lumen/sac close eye/valve damage. The lot number is unknown; therefore, the device history record could not be reviewed. Unable to review the labelling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that balloon of foley catheter would not inflate, or balloon would not deflate in patient. Per customer follow up received via email on 28jun2024, it was reported that the defect was that the balloon would not deflate. While the nurse knew it was not protocolled to test the ballon prior to insertion, when removing the previous foley from the patient, the balloon would not deflate, and the line had to be cut and drained that way. Therefore, they felt it was safer to test the balloon prior to insertion. Per customer follow up received via email on 09jul2024, the same issue occurred once again in the foley catheter. This time, the nurse saved the device and they have it available.